Manufacturer narrative:
Pump received with blank display due to cracked and bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump display was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for analysis.